Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed oversensing of atrial activity on the ventricular channel shortly after implant. The ventricular sensitivity was reprogrammed and defibrillation threshold (dft) testing was then performed. The device remains in service. There were no additional adverse patient effects.